Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results for one patient sample. Of the data provided, only the results for sodium and potassium were reportable malfunctions. The initial sodium result 128 and the repeat result was 141. The initial potassium result was 3.84 and the repeat result was 4.6. No unit of measure was provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The investigation was unable to find a definitive root cause.